Event description:
On 10/26/95, the pt, who had a three month history of abdominal pain and was subsequently diagnosed with cholecystitis underwent a laparoscopic laser cholecystectomy. During the procedure, the jaw on the laparoscopic forceps broke. The pt required a mini laparotomy to remove the broken piece.